Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 2nd & 3rd degree cystocele, 1st degree rectocele, and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, organ perforation and vaginal scarring. It was reported that patient underwent the following procedures: (B)(6) 2005 mesh revision, reason: mesh erosion, pain and discomfort. (B)(6) 2009 mesh revision, reason: mesh erosion, pain, hematuria, and urinary tract infection. (B)(6) 2010 mesh revision, reason: mesh erosion, abnormal vaginal bleeding. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.